Event description:
It was reported during a surgical procedure (type unknown) on (B)(6) 2013; the quick coupling attachment did not hold the cutter. No further information was provided. This report is for a ao/asif quick coupling for drill bits. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.